Event description:
The customer reported that during patient use, a ventilator displayed an error message. The patient was removed from the ventilator and placed on an alternate device. There was no change in patient therapy nor harm to the patient. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb) which resolved the reported issue.